Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the procedure log showed one procedure was performed on (B)(6) 2022 and one mega suturecut needle driver (part# 471309-15 / lot# k11220530 0453) was used in a gastric bypass (roux-en-y) procedure performed on system sk3527. A review of the instrument log for the mega suturecut needle driver (part# 471309-15 / lot# k11220530 0453) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 0 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument had an insufficient grip and an item fell inside the patient during a da vinci assisted procedure. At this time it is unknown what caused this event to occur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer informed that a needle driver instrument dropped a needle into the patient. The technical support engineer (tse) reviewed the logs and found no related errors. The customer would return the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.